Manufacturer narrative:
The company rep verified the reported event of "autofill failure" alarm on the event log. The company rep observed a large volume of condensation in the pneumatic tubing. The condensation from the sys was cleared. The company rep performed service diagnostics, functional and electrical safety tests. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, an "autofill failure" alarm appeared. They were unable to clear the alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.